Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion sets tubing detached from connector on (B)(6) 2024. Infusion set had been used for 24 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 6.